Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that a controller error alarm appeared on the aic during patient support. At the time of the alarm, the placement signal suddenly disappeared. The aic was replaced in response to the failure.

Manufacturer narrative:
Data analysis: console logs from the reported day of event are consistent with complaint and show an controller error alarm (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are represented with negative values due to the crc error. See the attached image rt_log.png. Device analysis: the console (B)(4) was sent back to field service for further investigation. The reported failure mode was not reproduced during testing. The controller error was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The optical bench was evaluated for 5s parameters and the analog signals were checked for distortion, but no issues were found. The aic was tested with known good pump and purge cassette and no issues were found. Root cause: the root cause of the ¿controller error (opm comm crc invalid) [optical pump connected] - alarm issued (i.e. Aic - loss of opm data) and the optical signal issue was due to a firmware issue (optical bench fw anomaly). H3: added information regarding the investigation status. H6: added codes per the results of the investigation h10: added the results of the investigation